Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert. Important info on potential MRI effects physician communication (aug 2008).

Event description:
It was reported that in (B) (6) 2009, the pt experienced increased spasticity and pain. The pt was treated with a painkiller. During this period, the pt fell. The pt subsequently developed a gastric ulcer and anemia. An MRI was taken on (B) (6) 2009. A pump motor stall was confirmed by interrogation on (B) (6) 2009. The pump logs revealed stopped pump period may exceed tube set on (B) (6) 2009. The stall recovered on (B) (6) 2009. On (B) (6) 2009, rotor and catheter studies were normal. The reporter indicated that the pump had stalled previously without explanation. Additional info indicated the pump implanted on (B) (6) 2008. The event logs revealed that 3 other motor stalls had occurred in (B) (6) 2008; the stalls lasted 17 minutes or less. The pump remained implanted at the time of the report.